Manufacturer narrative:
Initial and final MDR 1931620 - MDR 3003442380-2024-18910 - device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two kinked cannula events on (B)(6)2024. Do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.